Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose level was 500 mg/dl because they were sick. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.